Event description:
Four endeavor mx2 drug-eluting coronary stents were successfully implanted into a patient for treatment of a proximal and mid rca; and a proximal and mid circumflex artery. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. (MFR report# 2953200-2008-00611-00614) it was reported five days post stent implant that the patient presented emergently to the ER with sub acute stent thrombosis. The patient was reported to have poba; then was transferred to the ICU. It was reported that the patient expired the following day. The physician suspects that the patient may have a plavix resistance issue.

Manufacturer narrative:
Secondary intervention. Evaluation codes: results: subacute thrombosis, mi, death.